Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the light source would not power on due to faulty power source. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source would not power on during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d6a; d6b; d8; g3; h2; h3; h6 and h11 corrected: h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in power supply unit; the power cannot be turned on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in power supply unit, the power cannot be turned on. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.